Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer let the pump battery deplete. The customer connected the pump to a power source and was able to turn the pump back on. The customer then noted the battery was not charging. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable and wall adapter. It was confirmed that the pump was able to be charged with a different usb cable and wall adapter. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer.